Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The insulation is torn and the lumen is exposed on the distal end of the probe closest to the tip. It appears as though the tear originated on the right side of the probe, as this is where the majority of lumen is exposed. Despite the insulation damage, there are no signs of wear marks on the probe¿s tip or lumen, which are generally indicative of scraping (on bone, tissue or another surgical instrument) or using the probe to mechanically displace tissue or bone. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. Although the most likely root cause of the insulation damage in this case is due to excessive saline temperature, it is unlikely that this was caused by a clogged device. All suction tests performed were passed. These tests include simulated use and functional testing. It was observed that fluid was accurately transferred from the tip of the probe through the suction tube. Therefore, it is most probable that the poor suction described is attributable to another cause, such as the following: (1) inadequate hospital suction, (2) bad connection to hospital suction line (3)leak and/or (4) pinch clamp left closed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while in use, the insulation on the unit was peeling back due to excessive heat. It was further reported that the unit experienced inconsistent suction.

Event description:
It was reported that while in use, the insulation on the unit was peeling back due to excessive heat. It was further reported that the unit experienced inconsistent suction.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The insulation is torn and the lumen is exposed on the distal end of the probe closest to the tip. It appears as though the tear originated on the right side of the probe, as this is where the majority of lumen is exposed. Despite the insulation damage, there are no signs of wear marks on the probe¿s tip or lumen, which are generally indicative of scraping (on bone, tissue or another surgical instrument) or using the probe to mechanically displace tissue or bone. The device history record (DHR) of the reported lot number was reviewed. There were no discrepancies observed that could contribute to this condition. Further, the event description mentioned the unit experienced poor suction. Poor suction may be explained by a partially clogged device, which can lead to an increased temperature in the joint space. Although the most likely root cause of the insulation damage in this case is due to excessive saline temperature, it is unlikely that this was caused by a clogged device. Suction tests performed, which include simulated use and functional testing, confirmed that fluid was accurately transferred from the tip of the probe through the suction tube. Therefore, it is most probable that the poor suction described is attributable to another cause, such as the following: inadequate hospital suction, bad connection to hospital suction line, leak and/or and pinch clamp left closed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.